Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was reported that after a pump refill on (B)(6) 2014, the patient had itching and sweating. It was noted the pump "looked to be fine." It was unknown when the patient began treatment with gablofen. The event outcome was reported as unknown and no further information was provided at that time. The pump was being used to deliver gablofen. Additional information later received reported that prior to the pump refill on (B)(6) 2014, the patient had experienced a bladder infection for the two weeks prior, which was unresponsive to the antibiotics used. The patient was switched to a new course of treatment for the bladder infection. The healthcare provider (hcp) suspected that the bladder infection could have contributed to the symptoms; however, they thought the "onset of events right after a refill was suspicious for gablofen." In addition to the itching and sweating, the patient also had leg stiffness, but was not in withdrawal per the hcp. An x-ray was performed, which looked "fine", and a dye study was planned for "sometime soon." The events were ongoing at that time. Additional information later received reported that the patient's "pump hose was clogged," and she was told "something about doing surgery," and that "they pushed it back." The patient had an appointment, and they said she could have surgery. The patient was having bad spasms. The patient reportedly always had spasms, but thought her "pump got clogged up, a couple of months ago in (B)(6)". The reporter was redirected to the patient's hcp. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.